Event description:
The dentist reported that after loading the implant, the screw inside broke up. The lower part of the screw remained stuck in the implant, and the upper part was thrown away. The implant had to be removed.

Manufacturer narrative:
Visual inspection of the returned implant has confirmed that a fragmented device remained stuck inside of the implant. The remaining portion of the screw has not been provided for review. The lot number for the screw was not provided and therefore a device history record review could not be completed. Visual comparison of the returned implant to (B)(4) did not provide indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.